Event description:
I underwent spinal fusion on (B)(6) 2024, during which a vital mis pedicle screw system (zimvie) was implanted. Approximately three weeks post-operatively, I developed symptoms and was diagnosed with mycobacterium abscessus infection. On (B)(6) 2025, hardware removal was performed. Intraoperative cultures taken directly from the left l5 pedicle screw hole were positive for mycobacterium abscessus. The infection required multiple surgical debridements, prolonged IV antibiotic therapy via PICC line, and extended oral antibiotic treatment. I remain on medical disability. Mycobacterium abscessus is an uncommon pathogen in spinal fusion procedures. Given the confirmed infection at the pedicle screw site, I am requesting review for potential device contamination, sterilization breach, manufacturing defect, or batch-related issue involving the vital mis pedicle screw system. Culture obtained intraoperatively from left l5 pedicle screw hole during hardware removal surgery. Result positive for mycobacterium abscessus. Infection involved implanted pedicle screw system (vital mis ¿ zimvie). Hardware removal required.